Event description:
Complainant alleged that the clinicians successfully administered two shocks to a 42 year old male pt in cardiac arrest. The first shock was administered at 200 joules and the second was administered at 300 joules. The clinician then attempted a third defibrillation at 360 joules, but the device screen displayed a "cannot charge" error message. The clinicians were able to obtain another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.